Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that the automated impella controller (aic) had a controller error alarm flash and the patient lost placement signals during each one. This issue occurred at least twice. The aic was replaced to continue patient support. No patient harm was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) and optical signal issue has been completed. Data analysis: on the complaint date (B)(6) 2025, the console displayed ¿controller error (opm comm crc invalid) [optical pump connected] - alarm,¿ event #1045. This confirms the reported failure mode. The real time (rt) logs confirmed that all signals received from optical bench (snr, contrast, lamp, gain) are represented as -16384 values and the ps was 3000 due to the crc error. Device analysis: this console was tested after arriving at fs. The root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.